Event description:
It was reported that the customer had 2 foley catheters that had an issue and it happened on the same patient, so it took them 3 foleys for one patient. The foley catheter was blowing up right below the lurelock, not allowing them to blow up the balloon during a routine foley change. The patient had to have multiple foleys inserted until one worked, and it was not a great experience.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigation findings, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had 2 foley catheters that had an issue and it happened on the same patient, so it took them 3 foleys for one patient. The foley catheter was blowing up right below the lurelock, not allowing them to blow up the balloon during a routine foley change. The patient had to have multiple foleys inserted until one worked, and it was not a great experience.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although an exact root cause could not be determined a potential root cause could be valve damaged, poor molding, incorrect dimensions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer had 2 foley catheters that had an issue and it happened on the same patient, so it took them 3 foleys for one patient. The foley catheter was blowing up right below the lurelock, not allowing them to blow up the balloon during a routine foley change. The patient had to have multiple foleys inserted until one worked, and it was not a great experience.